Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: concomitant medical products. Device evaluated by MFR, device manufacture date: a review of the device history records has been requested. Device evaluated by MFR: the device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the returned ten inserter was forwarded to the trauma sustaining for evaluation. The statement below is a summary of their investigation. The handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the back cut in the blue plastic handle. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint was performed on jan 2017. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. The finished good 359.219 batch 9529548 was produced before the mentioned design change. Both reported severity of harm and rate of occurrence are addressed adequately in the current risk management documentation and no further actions will be taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history: lot part: 359.219. Lot: 9529548. Manufacturing site: haegendorf. Release to warehouse date: 18.aug.2015. The device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Device history batch, device history review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the blue plastic handle of the titanium (ti) elastic nail inserter was broken. It is unknown if there were patient and surgical procedure involvement. It is also unknown how the issue was discovered. This report is for a inserter for ti elastic nails. This is report 1 of 1 for (B)(4).